Manufacturer narrative:
G2: the country of the event is japan. H3. Device evaluation summary: product analysis # (B)(4): as per s & r inspection results, during the inspection at the time of acceptance, it was observed that the holder was loose. Also, it was recommended to replace the handle and handle screw as a preventive measure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/4 med proced ure for an indication of herniated disc. It was reported that the flex arm could not be fixated and became loose. The arm was rigidly fixed, but the adhesion was weak and it fell under its own weight. There was no patient symptom reported. There were no further complications reported regarding the event.